Event description:
After the stent delivery system (sds ) would not cross the lesion, the device was removed from the patient. While being pulled through the guidecatheter (gc) there was some resistance. We device was finally removed from the patient it was noticed that the struts of the stent were flared. The patient's age was unknown, but was a male. The target lesion was the proximal left anterior descending branch (lad). The lesion was a de-novo and heavily calcified, but was not tortuous. There was 90% stenosis. The cypher (3.5/8mm) was delivered to the target lesion for direct stenting, but it would not cross the lesion. Then the cypher was once retrieved from the patient, but there was no anomaly observed. Pre-dilation was conducted with a balloon catheter (nc sprinter; 3.5/9mm) and the cypher was re-delivered to the target lesion, but it could not cross the lesion. Therefore, the cypher was retrieved from the patient. At the time of the second retrieval, there was friction inside the gc (launcher; 6f ebu3.5), although there was no friction pulling the cypher back into the gc. When the cypher was checked outside the patient, the stent was confirmed to be flared (flared portion unknown). To finish the procedure, a new cypher (same size) was implanted at the target lesion through the same gc and post-dilation was conducted with the bc which used for pre-dilation. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis because it was mistakenly discarded by the nurse.

Manufacturer narrative:
Information received from an affiliate indicated that a 3.5mm x 8mm cypher stent would not cross the lesion, upon removal of the device, resistance was felt in the guide catheter and strut up-lift was noticed when the device was visualized outside the patient. The target lesion was the proximal left anterior descending branch (lad). The lesion was a de-novo and heavily calcified, but was not tortuous. There was 90% stenosis. The cypher (3.5/8mm) was delivered to the target lesion for direct stenting, but it would not cross the lesion. Then the cypher was retrieved from the patient and no anomaly was observed. Pre-dilation was conducted with a balloon catheter (nc sprinter; 3.5/9mm) and the cypher was re-delivered to the target lesion, but it could not cross the lesion. Therefore, the cypher was retrieved from the patient. At the time of the second retrieval, there was friction inside the gc (launcher; 6f ebu3.5), although there was no friction pulling the cypher back into the gc. When the cypher was checked outside the patient, the stent was confirmed to be flared (flared portion unknown). To finish the procedure, a new cypher (same size) was implanted at the target lesion through the same gc and post-dilation was conducted with the bc which was used for pre-dilation. The procedure was finished successfully. There was no patient injury reported. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the product, the reported customer complaint of strut up-lift (portion unknown) could not be confirmed. Review of the information provided does suggest that vessel/lesion characteristics (heavily calcified and/or procedural factors (not pre-dilating a heavily calcified lesion and withdrawing the stent back into the guide catheter) may have contributed to the reported event.

Manufacturer narrative:
Concomitant products: inflation device: everest, gw: universal ii star, gc: launcher 6f ebu3.5, bc: nc sprinter 3.5/9mm, sheath: terumo's, stent: cypher 3.5/8mm, others: ivus. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.